Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument¿s tip was bent/broken. The customer used a backup instrument. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (supply chain specialist) and obtained additional information: the instrument was inspected prior to use with no damages noted. The instrument¿s tips sprung opened when it was inserted into the patient. The tips would not close and the surgeon used two other instruments to close the tips. The instrument¿s wrist would not straighten to be removed through the cannula. The surgeon removed the cannula along with the instrument and then was able to remove the instrument from the cannula. No fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. Verification of the product and event details cannot be performed at this time because there is insufficient product and event date information. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the force bipolar instrument¿s tips would not close and the instrument was unable to be removed through the cannula with no evidence or claim of mishandling or misuse. At this time, it is unknown what caused the reported event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
D02- the force bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of severely bent grip tips be related to the customer reported complaint. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. One side of the grip tips also appeared to be bent outward at the conductor wire groove. The root cause of bent-severely instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Additional observations not reported by site was that the instrument was found to have a segment of the conductor wire sticking out from the grip tips at the distal end. A loop of wire is sticking out such that the wire protrudes above the outer surface of the conductor wire groove. The wire insulation was damaged and the instrument passed an electrical continuity test. The internal conductor wires were not exposed and no material appeared to be missing. The root cause of dislodged conductor wire and conductor wire insulation damage is attributed to a component failure. On 18-jan-2022, intuitive surgical, inc. (Isi) received ufi# (B)(4) stating: "da vinci xi force bipolar forceps tips broke while inside the patient. Surgeon has to squeeze tip together with another instrument and remove trocar in order to remove the instrument. Instrument successfully removed and no adverse outcome to patient because of this. Procedure was a robotic assisted laparoscopic radical prostatectomy, bilateral pelvic lymph node dissection." A review of the instrument log for the force bipolar forceps instrument (471405-06/n112104190236) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021.

Event description:
Refer to h10/h11 for follow-up information.